Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and now the touchscreen is unresponsive, reportedly, the touchscreen does not illuminate when plugged into a power source. Customer's blood glucose level was not impacted. Customer stated they will contact their health care professional to get insulin pens for insulin therapy.